Event description:
Nurse reported inform ii results of 58 mg/dl (venous sample) and 94 (capillary sample) within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.